Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer during hemodialysis therapy, and occurred during the midpoint of therapy. The crit-line blood chamber was tightened as soon as the leak was visible. The patient was able to complete treatment on the machine, and the critline required several adjustments through the therapy. Estimated patient blood loss was minimal (less than 10 mls). The patient had no adverse effects and no medical intervention was required. The sample has been discarded. The facility was unable to provide patient information.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.